Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va113te, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacture representative reported out-of-box premature battery depletion on the day of the implant. When the device was implanted, impedances and battery life were checked which showed the battery only had 74-80% battery life. The healthcare providers (hcp) decided to move forward with the implant. Cause remains unknown. Follow-up was conducted to obtain additional information.